Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information available, no conclusion can be drawn. If additional event information is received, a supplemental report will be file.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon release of the valve hypotension occurred and the left ventricle function decreased. Cardiopulmonary resuscitation (CPR) was initiated. The valve was deployed and was positioned too low resulting in moderate paravalvular leak. The patient required cardiopulmonary bypass and a second valve was placed valve in valve. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.